Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the rx verify and validation code issue. A technical support specialist (tss) informed that the user was provided a code during medbank myqlink maintenance. When attempting to issue medication, the maintenance had ended and the system switched back to rxverify. The user requested the medication through rxverify and waited for pharmacy approval. The pharmacy approved the request during the call, and the user was contacted and informed that the medication could be dispensed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, there was an rxverify/validation code issue. The customer received a code from the pharmacy; however, she was unable to use it. However, there were no delays or adverse events or injuries reported based on this event.